Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number w1013 expiration date 08/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Skin nodule across upper lip [skin nodule]. Skin nodule injection site [injection site nodule]. Erythema across upper lip [erythema]. Erythema injection site [injection site erythema]. Case description: licensee-spontaneous report was received on (B)(6) 2011 from a physician regarding a patient, initials and gender unknown. The patient's medical history was not provided. On an unspecified date, the patient initiated prevelle silk, dose regimen not available. On an unspecified date, the patient experienced a skin nodule and erythema. The action taken with prevelle silk was not provided. The patient's outcome was not provided. Concomitant medications were not provided. The relationship between prevelle silk and the events was not provided by the reporting physician. See manufacturers control number (B)(4) for other adverse events from this reporter. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional information was received on (B)(6) 2011 from the investigator regarding a (B)(6) female (B)(6) patient, initials (B)(6). The patient is currently participating in an investigator sponsored trial entitled "a clinical study evaluating the efficacy, safety, and patient satisfaction of injectable hyaluronic acid with 0.3% lidocaine hydrochloride, prevelle silk, for superficial, vertical perioral lines, and superficial, horizontal, lateral canthal lines" and patient ID is (B)(6). The patient's medical history is significant for hypertension and depression. On (B)(6) 2011, the patient received prevelle silk in the perioral fine lines. On (B)(6) 2011, the patient developed skin nodules and erythema at both the injection site and across the upper lip. The patient did not undergo skin testing. Treatment for the skin nodules included acyclovir 400 mg po qid for one week. For erythema, treatment included hydrocortisone 2.5% cream. The action taken with prevelle silk was not provided. The patient's outcome for skin nodule both across upper lip and at injection site was recovered on (B)(6) 2011. The event of erythema both across upper lip and at injection site was not yet recovered. The intensity for the event of skin nodule was mild. The intensity for the event of erythema was moderate. The reporting investigator assessed the relationship between prevelle silk and the events as possibly related. The qa (quality assurance) investigation results were received on (B)(6) 2011. The production and quality control documentation for lot number w1013 expiration date (B)(6) 2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.